Event description:
It was reported that during a cholecystectomy, the device would not reopen. Used another like device to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4): sticking jaw/cam. Evaluation summary: the analysis results confirmed that the el5ml device was received non-functional. The instrument was cycled and upon the first firing it formed 1 clip with gap, the subsequent firings resulted in conforming clips. However, the instrument was noted to have sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.